Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number 3006705815-2019-04083. It was reported the patient underwent an MRI procedure on (B)(6) 2019. The ipg was not placed into MRI mode prior to the procedure as recommended. During the MRI, the patient experienced paresthesia and uncomfortable stimulation and as a result, the MRI was aborted. The issue persisted with and without stimulation on.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient weight. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated that the issue has now resolved.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Further follow-up indicated that patient alleges that they turned on MRI mode, but an MRI technician turned off MRI mode, before the MRI procedure on (B)(6) 2019. Patient alleges that they experienced burning sensation as a result during the MRI. Surgical intervention may be pending to address the issue.